Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed neurological dysfunction. The patient had a visual field disorder. A computed tomography was performed. The reason for the event was thought to be due to a small embolism that originated from the ventricular assist device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an embolism originating from the pump could not be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists device thrombosis and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurological dysfunction and thromboembolism as potential late postimplant complications. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU also instructs the surgeon to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this document states to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.